Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's endocrinologist dropped the insulin pump and then the device alarmed no delivery during a bolus attempt. During troubleshooting with the helpline, the insulin did not exit during fixed prime and the device alarmed no delivery. Upon further troubleshooting the insulin pump also alarmed no delivery during manual prime. The customer was advised to discontinue use of the infusion set and reservoir and to return them for analysis and replacements. The customer's blood glucose value was 134 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.